Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain") and habitual abortion ("multiple miscarriages") in an adult female patient (gravida 8, para 4) who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: oxycodine, estrodil, epipen and cymbalta. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), weight fluctuation ("weight gain / loss"), urinary tract infection ("urinary tract infection"), depression ("depression"), abdominal pain lower ("lower abdominal pain"), neoplasm ("tumor"), teratoma ("teratoma"), neoplasm malignant ("cancer"), menorrhagia ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic total hysterectomy / had surgery to remove the essure) and surgery (laparoscopic total hysterectomy / had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion, weight fluctuation, urinary tract infection, depression, neoplasm, teratoma, neoplasm malignant and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, habitual abortion, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: this case (B)(4) linked to (B)(4) (ectopic pregnancy case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 16-may-2018: plaintiff fact sheet : the product and patient information updated. The events infection (bladder/ urinary tract/vaginal) type: urinary tract, pregnancy (with complications), pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: depression, tumor / teratoma / cancer, weight gain / loss added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain") and habitual abortion ("multiple miscarriages") in a 31-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no nephrolithiasis or evidence of obstruction. No ureteral stone was identified,no significant vaginal discharge. Negative for squamous intraepithelial lesion , endometrium inactive endometrium, negative for atypical hyperplasia and carcinoma. Previously administered products included for an unreported indication: oxycodine, estrodil, epipen and cymbalta. Concurrent conditions included body mass index normal, abdominal cramps, anemia, umbilical hernia, prophylaxis, mastectomy, menses irregular, skin wound, rash, amphetamine abuse, diarrhea, vomiting, flank pain, cervicitis and endocervical squamous metaplasia. Family history included abrasion. Concomitant products included duloxetine hydrochloride (cymbalta) from january 2017 to march 2017, epinephrine (epipen) from january 2017 to june 2017 and oxycodone from january 2017 to march 2017. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On(B)(6)2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In january 2011, the patient was found to have weight increased ("weight gain") and experienced depression ("depression"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), menorrhagia ("abnormal bleeding vaginal"), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and was found to have neoplasm ("tumor"), teratoma ("teratoma") and neoplasm malignant ("cancer"). The patient was treated with surgery (laparoscopic total hysterectomy / had surgery to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion, weight increased, urinary tract infection, depression, neoplasm, teratoma, neoplasm malignant, vaginal haemorrhage and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, habitual abortion, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: this plaintiff experienced other pregnancies with essure which have been captured under cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: unilateral occlusion (left tube occluded). Pregnancy exam positive fallopian tube length: 6.5 cm; appearance; contiguous with the fimbriated end was a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Right ovary greatest dimension: 3.5 cm; appearance: smooth, intact, there are multiple hilar, medullary, and subcortical smooth-lined serous fluid-filled cysts measuring up to 0.8 em. Left adnexa: fallopian tube length: 7.0 cm; appearance; contiguous with the fimbriated end is a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Left ovary: greatest dimension: 2.8 cm; appearance: smooth, intact, there are multiple hilar, meduallary, subcortical smooth-lined serous fluid-filled cysts measuring up to 0.7 cm. Gross description: 25 ml cloudy red fluid (one monolayer prep, one cell block) specimen adequacy satisfactory for cytologic evaluation. Cytologic findings mesothelial cells. Lymphocytes present cytologic diagnosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received-concomitant drugs were added. Added event psychological or psychiatric problems condition: mental anguish. On (B)(6)2018: no new information received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain") and habitual abortion ("multiple miscarriages") in a 31-year-old female patient (gravida 8, para 4) who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no nephrolithiasis or evidence of obstruction. No ureteral stone was identified,no significant vaginal discharge. Negative for squamous intraepithelial lesion , endometrium inactive endometrium, negative for atypical hyperplasia and carcinoma. Previously administered products included for an unreported indication: oxycodine, estrodil, epipen and cymbalta. Concurrent conditions included body mass index normal, abdominal cramps, anemia, umbilical hernia, prophylaxis, mastectomy, menses irregular, skin wound, rash, amphetamine abuse, diarrhea, vomiting, flank pain, cervicitis and endocervical squamous metaplasia. Family history included abrasion. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2011, the patient experienced weight increased ("weight gain") and depression ("depression"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), menorrhagia ("abnormal bleeding vaginal"), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), neoplasm ("tumor"), teratoma ("teratoma") and neoplasm malignant ("cancer"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic total hysterectomy / had surgery to remove the essure) and surgery (laparoscopic total hysterectomy / had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion, weight increased, urinary tract infection, depression, neoplasm, teratoma, neoplasm malignant, vaginal haemorrhage and abdominal pain outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, habitual abortion, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: this plaintiff experienced other pregnancies with essure which have been captured under cases 2018-136217, 2018-104179, 2018-104169, 2018-104155, 2018-104143, 2018-104128, and 2018-136205. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on 1-jan-2011: unilateral occlusion (left tube occluded) pregnancy exam positive fallopian tube length: 6.5 cm; appearance; contiguous with the fimbriated end was a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Right ovary greatest dimension: 3.5 cm; appearance: smooth, intact, there are multiple hilar, medullary, and subcortical smooth-lined serous fluid-filled cysts measuring up to 0.8 em. Left adnexa: fallopian tube length: 7.0 cm; appearance; contiguous with the fimbriated end is a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Left ovary: greatest dimension: 2.8 cm; appearance: smooth, intact, there are multiple hilar, meduallary, subcortical smooth-lined serous fluid-filled cysts measuring up to 0.7 cm. Gross description: 25 ml cloudy red fluid (one monolayer prep, one cell block) specimen adequacy satisfactory for cytologic evaluation. Cytologic findings mesothelial cells. Lymphocytes present cytologic diagnosis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: information from duplicate case 2017-222059 has been transferred. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain") and habitual abortion ("multiple miscarriages") in a 31-year-old female patient (gravida 8, para 4) who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no nephrolithiasis or evidence of obstruction. No ureteral stone was identified,no significant vaginal discharge. Negative for squamous intraepithelial lesion , endometrium inactive endometrium, negative for atypical hyperplasia and carcinoma. Previously administered products included for an unreported indication: oxycodine, estrodil, epipen and cymbalta. Concurrent conditions included body mass index normal, abdominal cramps, anemia, umbilical hernia, prophylaxis, mastectomy, menses irregular, skin wound, rash, amphetamine abuse, diarrhea, vomiting, flank pain, cervicitis and endocervical squamous metaplasia. Family history included abrasion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), weight fluctuation ("weight gain / loss"), urinary tract infection ("urinary tract infection"), depression ("depression"), abdominal pain lower ("lower abdominal pain"), neoplasm ("tumor"), teratoma ("teratoma"), neoplasm malignant ("cancer"), menorrhagia ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic total hysterectomy / had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion, weight fluctuation, urinary tract infection, depression, neoplasm, teratoma, neoplasm malignant and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, habitual abortion, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: this case (B)(4) linked to (B)(4) (ectopic pregnancy case ). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded) pregnancy exam positive. Fallopian tube length: 6.5 cm; appearance; contiguous. With the fimbriated end was a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Right ovary greatest dimension: 3.5 cm; appearance: smooth, intact, there are multiple hilar, medullary, and subcortical smooth-lined serous fluid-filled cysts measuring up to 0.8 em. Left adnexa: fallopian tube length: 7.0 cm; appearance; contiguous with the fimbriated end is a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Left ovary: greatest dimension: 2.8 cm; appearance: smooth, intact, there are multiple hilar, meduallary, subcortical smooth-lined serous fluid-filled cysts measuring up to 0.7 cm. Gross description: 25 ml cloudy red fluid (one monolayer prep, one cell block) specimen adequacy satisfactory for cytologic evaluation. Cytologic findings mesothelial cells. Lymphocytes present cytologic diagnosis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain") and habitual abortion ("multiple miscarriages") in a 31-year-old female patient (gravida 8, para 4) who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no nephrolithiasis or evidence of obstruction. No ureteral stone was identified,no significant vaginal discharge. Negative for squamous intraepithelial lesion , endometrium inactive endometrium, negative for atypical hyperplasia and carcinoma. Previously administered products included for an unreported indication: oxycodine, estrodil, epipen and cymbalta. Concurrent conditions included body mass index normal, abdominal cramps, anemia, umbilical hernia, prophylaxis, mastectomy, menses irregular, skin wound, rash, amphetamine abuse, diarrhea, vomiting, flank pain, cervicitis and endocervical squamous metaplasia. Family history included abrasion. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain") and depression ("depression"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), menorrhagia ("abnormal bleeding vaginal"), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), neoplasm ("tumor"), teratoma ("teratoma") and neoplasm malignant ("cancer"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic total hysterectomy / had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion, weight increased, urinary tract infection, depression, neoplasm, teratoma, neoplasm malignant, vaginal haemorrhage and abdominal pain outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, habitual abortion, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: this case (B)(4) linked to (B)(4) (ectopic pregnancy case ) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded) pregnancy exam positive fallopian tube length: 6.5 cm; appearance; contiguous with the fimbriated end was a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Right ovary greatest dimension: 3.5 cm; appearance: smooth, intact, there are multiple hilar, medullary, and subcortical smooth-lined serous fluid-filled cysts measuring up to 0.8 em. Left adnexa: fallopian tube length: 7.0 cm; appearance; contiguous with the fimbriated end is a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Left ovary: greatest dimension: 2.8 cm; appearance: smooth, intact, there are multiple hilar, meduallary, subcortical smooth-lined serous fluid-filled cysts measuring up to 0.7 cm. Gross description: 25 ml cloudy red fluid (one monolayer prep, one cell block) specimen adequacy satisfactory for cytologic evaluation. Cytologic findings mesothelial cells. Lymphocytes present cytologic diagnosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event onset dates added. Event weight gain / loss was changed to weight gain. New event abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), pelvic pain ('pelvic pain') and habitual abortion ('multiple miscarriages') in a 31-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no nephrolithiasis or evidence of obstruction. No ureteral stone was identified,no significant vaginal discharge. Negative for squamous intraepithelial lesion , endometrium inactive endometrium, negative for atypical hyperplasia and carcinoma. Previously administered products included for prevent pregnancy: mirena from 2006 to 2007; for an unreported indication: estrodil, epipen, oxycodine and cymbalta. Concurrent conditions included body mass index normal, abdominal cramps, anemia, umbilical hernia, prophylaxis, mastectomy, menses irregular, skin wound, rash, amphetamine abuse, diarrhea, vomiting, flank pain, cervicitis and endocervical squamous metaplasia. Family history included abrasion. Concomitant products included duloxetine hydrochloride (cymbalta) from (B)(6) 2017 to (B)(6) 2017, epinephrine (epipen) from (B)(6) 2017 to (B)(6) 2017, estradiol from (B)(6) 2017 to (B)(6) 2017 and oxycodone from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding vaginal,menorrhagia"), 6 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss specify which one gain"). On (B)(6) 2017, the patient experienced habitual abortion (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal,menorrhagia") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)urinary tract infection"). On an unknown date, the patient was found to have neoplasm ("tumor"), teratoma ("teratoma") and neoplasm malignant ("cancer"). The patient was treated with surgery (laparoscopic total hysterectomy / had surgery to remove the essure and laparoscopic total hysterectomy /oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion, weight increased, urinary tract infection, depression, neoplasm, teratoma, neoplasm malignant and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, habitual abortion, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: this plaintiff experienced other pregnancies with essure which have been captured under cases (B)(4). Patient received treatment bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Pregnancy exam positive fallopian tube length: 6.5 cm; appearance; contiguous with the fimbriated end was a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Right ovary greatest dimension: 3.5 cm; appearance: smooth, intact, there are multiple hilar, medullary, and subcortical smooth-lined serous fluid-filled cysts measuring up to 0.8 em. Left adnexa: fallopian tube length: 7.0 cm; appearance; contiguous with the fimbriated end is a 2.5 cm paratubal cyst, within the proximal end of the fallopian tube was an intact metallic essure coil. Left ovary: greatest dimension: 2.8 cm; appearance: smooth, intact, there are multiple hilar, meduallary, subcortical smooth-lined serous fluid-filled cysts measuring up to 0.7 cm. Gross description: 25 ml cloudy red fluid (one monolayer prep, one cell block) specimen adequacy satisfactory for cytologic evaluation. Cytologic findings mesothelial cells. Lymphocytes present cytologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome, rcc added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), habitual abortion ("multiple miscarriages") and pregnancy with contraceptive device ("multiple post implant pregnancies") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, habitual abortion and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.